Event description:
It was reported that the customer's insulin pump was not delivering insulin. Customer treated for high blood glucose levels via manual injection. Customer stated there was some type of discoloration on the tubing for air. Customer was assisted with removing the reservoir and rewinding the pump. Customer was also assisted with correcting the time and date settings. Customer did not have a tubing clamp and will call back to continue troubleshooting once he receives it in the mail. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.